Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6) 2017 21:30:55 pst ice batch user (batch_ice) phone (B)(4). Complaint status: in process mdt initial contact: (B)(6) sent: monday, (B)(6) 2017 5:29 pm to: rs can diabetes product support subject: [external] please create po - scratched screen hi patient confirmed that there are scratches on her screen. ID: (B)(6) - no cot needed - serial # (B)(4) best regards, (B)(4) sales consultant country: (B)(4). Input date: 08/14/2017 warranty start: 04/25/2012 warranty end: 04/24/2016 batch - par789321u.